Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 10: 15 am with blood glucose of 600 mg/dl. Customer reports they feel okay to troubleshoot. Customer was hospitalized because of high blood glucose reading and diabetic ketoacidosis. Customer used pens to treat their high blood glucose reading. Customer high blood glucose reading started on (B)(6) 2017. Customer was driven to emergency room once she was awake. Customer left the hospital on (B)(6) 2017. Customer current blood glucose was 155 mg/dl. Customer blood glucose at the time of the incident was 600 mg/dl. Customer did not mention any symptom. Customer was off the insulin pump for a week per healthcare provider. Customer was wearing the pump at time of hospitalization. Infusion set was changed on (B)(6) 2017. The infusion set was changed every 2-3 days. Customer stated there was no air bubbles customer reported insulin exited. Drive support condition was not mention. Insulin pump setting and high pressure test did not perform. Insulin pump will not be returning for analysis.